Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that they had to be transported by ambulance when their heart rate was 253 for five minutes and their device did not go off as expected. The patient indicated that they had been told the device would go off when their heart rate was 188 for a minute. Follow up with the clinic found that the device had been checked approximately six months prior and was determined to be functioning normally. The clinic also indicated that the patient has a medical history which may affect their ability to accurately report information. The device is still in use. No patient complications have been reported as a result of this event.